Manufacturer narrative:
Our quality engineer inspected the 1 photo and 12 unused samples submitted for evaluation. The reported issue of connection issue was not confirmed upon inspection and testing of the samples. Analysis of the samples showed that there were no observable abnormalities or defects. All 12 samples underwent functional testing and they all connected to a separate device without failure. Bd could not determine a manufacturing related root cause since the reported defect was not confirmed during the evaluation of the samples. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We regret any inconveniences this incident may have caused you and your facility.

Event description:
Could you please provide a date of event? 10 january, but the ease of disconnection also occurred on the previous days. Has there been any patient impact (serious injury, medical intervention, change of treatment required)? No. Has there been any healthcare worker¿s exposure to blood or bodily fluids? Yes, spillage of blood, fluids and drugs. Have any other actions been taken? No. Please confirm if the used samples have been contaminated with blood or cytotoxic medication. If yes please mention the name of it. Yes, blood. No cytotoxic drugs. Whether sample available for investigation? Sterile samples from the same batch. Please also provide us with the full pickup address, contact name and number, department name, floor number, and any additional details such as (pick up at reception, goods in yard, etc.) And we will schedule sample pick-up request for you using tnt carrier. At my address in (B)(6). If it is not possible to return the physical sample, can you provide detailed photographs of the affected product? At the moment we do not know if it is available.

Event description:
No additional information.

Manufacturer narrative:
Changed the b code to better fit the sample received.

Event description:
It was reported that bd connecta plus3 white had connection issues and leakage the following information was provided by the initial reporter: I wanted to report to you that the taps connecting the infusion routes to the patient's venous access that we have, screw in with extreme difficulty and very frequently come loose, causing blood, drugs and liquids to leak out. This morning, although I had screwed them in myself and checked them, they came off twice with two different patients. The taps are bd connecta, ref 394600 lot 3226785b. I hope a solution can be found soon for patient safety.

Manufacturer narrative:
The following information was provided by the initial reporter.